Manufacturer narrative:
Per the user guide: always make sure that the correct time and date are set on your insulin pump. Check your insulin pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. Consult with your healthcare provider as needed. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had adjusted pump basal settings thinking that this was the cause of fluctuating blood glucose (350 mg/dl); however, customer found the pump time had been incorrectly entered during daylight savings. Customer corrected time and tandem technical support advised customer review pump settings with a healthcare provider to confirm they were readjusted correctly.